Manufacturer narrative:
No device returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified

Event description:
It was reported that the device had "evn20050001 needs to be calibrated. Plunger position sensor. 351.6660.0 and 353.7200.5 sending to depot for repair." Although requested, further information was not provided.